Event description:
Wife of home pt (hp) reports leak in tubing of homechoice set during apd treatment in prime. Hp discontinued treatment and restarted with new supplies. No pt injury or medical intervention required per spouse.